Event description:
Pt presented to doctor, reporting sensations of "popping & cracking. " after doctor's visit and upon x-ray, revision surgery was scheduled for the following week. Head and liner were replaced.